Event description:
It was reported that during drainage catheter placement, leaking was identified at the hub. It was further reported that blood clot in renal collecting the system which result in re-intervention to remove the device. Patient experienced pain.

Manufacturer narrative:
Manufacturing review: this lot meets all release criteria. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one locking pigtail catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for leak near locking thread entry hole on hub as a leak was observed at entry hole for the locking thread during infusion against resistance. Space was observed between the wire and the plug material on the hub at the site of the leak. The definitive root cause could not be determined based upon available information. Positive pressure may have contributed to the reported leak. However, the clinical conditions and circumstances at the time of the reported leak are not fully known. It is unknown if procedural issues contributed to the reported event. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. Expiration date: (12/2021).

Event description:
It was reported that during drainage catheter placement, leaking was identified at the hub. It was further reported that blood clot in renal collecting the system which result in re-intervention to remove the device. Patient experienced pain.